Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Surgeon revised a femoral head for a left hip patient with original surgery on (B)(6) 2013. He said the patient had aspiration brown fluid building up in her leg that had to be drained a couple of times per year. He said the cultures were negative. He revised the femoral head from a cocr to a ceramic in the event it was due to metal/metal contact. When he revised it, both the head and stem trunnion looked fine.